Event description:
A customer reported to beckman coulter (bec) that approximately 3 cubic centimeters of clear liquid was observed under the cartridge chemistry (cc) sample probe and on the cover of the reaction wheel of the unicel dxc 600 pro synchron clinical system. The leak was contained within the instrument. The customer checked that all fittings on the cc sample syringe were tight. The customer was wearing gloves, a laboratory coat and eyeglasses at the time of this event. There was no exposure to open wounds or mucous membranes. No medical attention was needed. No erroneous results were generated or reported outside of the laboratory.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse confirmed the cc sample probe was dripping wash concentrate which was caused by a worn out two way valve. The fse replaced the two way valve and no further leaking was observed. The fse verified the system's performance. The valve removed from the instrument is not available for return to beckman coulter. Failure mode was a worn out two way valve. (B)(4).